Event description:
This case was reported by a consumer and described the occurrence of recurrent congestive heart failure in a pt who received polident tablet for dentures. They called regarding a product packaging complaint. A physician or other health care professional has not verified this report. The pt's past medical history included congestive heart failure, heart attack, hypertension, penicillin allergy, sulfa allergy and tylenol #3 allergy. Concurrent medications included lasix. Over 10 years ago, the pt started polident (dental). They reported being hospitlaized 100 to 110 times over the last 10 years for recurrent congestive heart failure. In 1997, they underwent "radical heart surgery" for an unspecified heart valve problem. They were treated with warfarin sodium (coumadin). In 2002, they were told they had early cataract and in 2003 experienced decreased vision and has been treated with an eye wash. In 2004, they were diagnosed with new onset diabetes and treated with metformin hydrochloride (glucophage). Treatment with polident continued. The events are unresolved.